Manufacturer narrative:
As the article did not provide specific dates, the date of event is estimated to be on or about the date of publication of the article. Further information has been requested but none has been provided. If additional details are received a supplemental medwatch will be submitted. (B)(4). UDI: as the lot number(s) were not provided a UDI was unable to be generated. (B)(4).

Event description:
An article in the journal of vascular surgery (¿characterization and outcomes of reinterventions in food and drug administration-approved versus trial endovascular aneurysm repair devices¿) reviewed 137 patients who underwent reintervention after endovascular aneurysm repair (evar) from 2000 to 2016. Retrospectively, a single university center¿s experience with reinterventions in the context of food and drug administration (FDA)-approved and trial devices were evaluated. The article stated that three gore® excluder® aaa endoprostheses were implanted and there were two reinterventions that occurred at 1.48 and 3.72 years mean time.